Event description:
Staff heard a patient in distress and the bedside monitor was displaying vfib but the central station did not alarm. The patient was successfully resuscitated and transferred to the cardiac intensive care unit but then expired the next day on the operating table after some hours.